Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("allergic reaction") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and clinically significant/intervention required), vaginal inflammation ("vaginal inflammation"), vulvovaginal pruritus ("vaginal itching"), adnexa uteri pain ("pain in ovaries"), chest pain ("pain in chest"), headache ("headache") and metrorrhagia ("bleeding between menstrual periods"). The patient was treated with surgery (surgery to remove essure on an unspecified date). Essure was withdrawn. At the time of the report, the hypersensitivity, vaginal inflammation, vulvovaginal pruritus, adnexa uteri pain, chest pain, headache and metrorrhagia had resolved. The reporter considered hypersensitivity, vaginal inflammation, vulvovaginal pruritus, adnexa uteri pain, chest pain, headache and metrorrhagia to be related to essure. The reporter commented: all. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-mar-2017 for the following meddra preferred term: hypersensitivity. The analysis in the global safety database revealed 33 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-mar-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction. A surgery to remove essure was performed. The event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, consumer recovered from this event after essure removal. Considering this information and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained as no contact information is available.